Event description:
The user facility reported a 76-year-old female patient noted as high risk percutaneous coronary intervention was implanted with an impella cp device for mechanical circulatory support. The complainant reported a patient presented with a new onset of atrial fibrillation (af), rapid ventricular response (rvr), chronic total occlusion (cto), and right coronary artery (rca). It was reported that during impella cp support the patient developed a hematoma at the impella access site and treated with covering the femoral artery with a stent. It was also reported during support, the medical team was unable to pass a 7f terumo destination sheath through the introducer, and a 7f 10cm slender sheath was used instead with success.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿assess access site for bleeding and hematoma.¿ ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿ this report is being filed as part of a retrospective review of historical records.

Manufacturer narrative:
Section d6a / d6b: implant and explant dates added. This complaint has been identified as part of a retrospective review. Due to the limited clinical information and lack of available data/product the root cause of this investigation is not determined.